Manufacturer narrative:
Both the kit (p/n 1443-2501 lot 101048) and implant (p/n 100059 lot 100932) lhrs were reviewed and no evidence was found to suggest that the device did not meet specifications prior to distribution.

Event description:
Implant broke while doctor was attempting to insert the implant proximally. A k-wire was used and implant removed.